Event description:
Complainant alleged that during the incoming inspection of the device, it failed to power up in battery mode. The complainant indicated that there was no pt involvement in the reported malfunction.